Manufacturer narrative:
The investigation was completed. The console was returned for evaluation. The device logs showed repeated errors detecting purge fluid flow during the procedure. Upon inspection of the console, the blue receptacle had a hairline fracture and was raised away from the purge assembly that would have caused the purge assembly to be unable to detect purge fluid during operation. Therefore, the root cause purge disc/flag issue was due to a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller could not detect purge flow. Multiple purge cassettes were used and issue could not be resolved. Upon changing impella/purge cassette to a different console, the issue was resolved. No report of patient involvement.